Manufacturer narrative:
Concomitant products: product ID 3093-28, lot # va08f3e, implanted: (B)(6) 2013, product type lead; product ID neu_un known_prog, serial # unknown, product type programmer, physician. (B)(4).

Event description:
It was reported the patient had a power-on reset condition of their device that was seen immediately after a surgical procedure for abdominal resectionalization. It was stated it was not specifically device related however the patient was implanted for pain which was related to the resectionalization. It was noted the patient wanted the implantable neurostimulator (ins) back on to relieve vaginal and anal spasms and pain.